Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed to report the resistance met during gripper line removal and the torn gripper line. It was reported that on (B)(6) 2017 a mitraclip procedure was performed, treating functional mitral regurgitation (mr) grade 2-3. The mitraclip grasped the mitral valve without reported issue. During gripper line removal, resistance was met and the gripper line was noted torn. The clip delivery system along with the mitraclip was removed without issue. Another device was used in replacement and one mitraclip was implanted, reducing the mr to <1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported torn/broken gripper line was confirmed; however, the difficulty to remove the gripper line was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported gripper line break appears to be related to the difficulty in removing the gripper line; however, a definitive cause for the reported difficulty to remove gripper line in this incident could not be determined. It is possible that there where procedural interactions (e.g. The patient anatomy and/or unwanted curves on the device) which caused difficulty removing the gripper line; however, this cannot be confirmed. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design or labeling.